Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had pain where the implantable pulse generator (ipg) is placed and it was too close to their armpit and they were experiencing dyspnea and fatigue. It was also reported by the patient that their heart rate was lower than the programmed values and they were experiencing variable heart rate and the device was optimized, however, they still experienced dyspnea in spite of this.